Event description:
The manufacturer was contacted in reference to a user of a simply go mini portable oxygen concentrator alleging oxygen saturation dropped while in use at the day care facility. The user was taken to the hospital by ambulance and was given supplemental oxygen at the hospital and recovered. Upon discharge, the user was taken home, and it was reported her oxygen saturation dropped again and recovered by using a comfolife 5sp oxygen concentrator. The family then judged that the simplygo mini was faulty and contacted philips. A sales rep visited the home to check out the unit since the family alleged that an unknown alarm had occurred, and the device had stopped operating a few times. The sales rep saw the oxygen mask was connected to the simplygo device and believes since breathing was not detected while running on the battery, it led to a shutdown due to its specifications. The family insisted on a replacement unit. The manufacturer's investigation is on-going. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The IFU states: the device is not intended for life support. Where the prescribing health care professional has determined that an interruption in the supply of oxygen, for any reason, may have serious consequences to the user, an alternate source of oxygen should be available for immediate use. This device is pulse dose only, it does not support the usage of oxygen masks. Cannulas only are to be used with this device. H3 other text : device not returned to manufacturer.

Manufacturer narrative:
Previously reported as, the manufacturer was contacted in reference to a user of a simply go mini portable oxygen concentrator alleging oxygen saturation dropped while in use at the day care facility. The user was taken to the hospital by ambulance and was given supplemental oxygen at the hospital and recovered. Upon discharge, the user was taken home, and it was reported her oxygen saturation dropped again and recovered by using a comfolife 5sp oxygen concentrator. The family then judged that the simplygo mini was faulty and contacted philips. A sales rep visited the home to check out the unit since the family alleged that an unknown alarm had occurred, and the device had stopped operating a few times. The sales rep saw the oxygen mask was connected to the simplygo device and believes since breathing was not detected while running on the battery, it led to a shutdown due to its specifications. The family insisted on a replacement unit. The manufacturer's investigation is on-going. A final report will be submitted once the investigation is complete. In this report, box b: adverse event or product problem (describe event or problem) as the manufacturer was contacted in reference to a user of a simply go mini portable oxygen concentrator alleging oxygen saturation dropped while in use at the day care facility. The user was taken to the hospital by ambulance and was given supplemental oxygen at the hospital and recovered. Upon discharge, the user was taken home, and it was reported her oxygen saturation dropped again and recovered by using a comfolife 5sp oxygen concentrator. The family then judged that the simplygo mini was faulty and contacted philips. A sales rep visited the home to check out the unit since the family alleged that an unknown alarm had occurred, and the device had stopped operating a few times. The sales rep saw the oxygen mask was connected to the simplygo device and believes since breathing was not detected while running on the battery, it led to a shutdown due to its specifications. The family insisted on a replacement unit. There was no report of patient harm or injury. No medical intervention was required by the patient. The device was returned to third party service center and evaluated. Evaluation result stated that no foam particles were observed. The device has been scrapped. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed, box d: suspect medical device (operator of device), box g: all manufacturers (report source), box h: device manufacturers (evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid) have been corrected/updated.